Manufacturer narrative:
Results of investigation: the device, intended for use in treatment, was returned for evaluation. A visual inspection of the returned 2.0/2.7mm double-ended drill guide confirms a drill bit is stuck in one of the sides of the drill guide. Unable to read the part number stuck in the drill guide. This device exhibits signs of significant wear/usage. This device was manufactured in 2017. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Event description:
It was reported that the 2.0 drill broke off in the guide. This was discovered after the case; therefore, the patient was not involved at the time.